Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The defibrillation electrodes used during the event were discarded by the customer and not returned to physio-control for evaluation. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was being used during a patient event and would not recognize the defibrillation electrodes that were connected to the device. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The patient is deceased, however the paramedic on the scene advised that the device use did not contribute to the outcome of the patient. This is because there was only a delay of a few seconds before switching to a backup device and the patient was in asystole during the entire event and never required a shock.